Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). E1 - address 1 / e1 - address 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was reprocessed using purelox instead of being autoclaved. The issue occurred during reprocessing after a diagnostic colonoscopy was performed using the same device. The procedure was completed successfully, and no patient harm was reported.